Manufacturer narrative:
(B)(4): eval, results: (based on the info provided no root cause can be determined). Conclusion: no conclusion can be drawn (based on the info provided no root cause can be determined).

Event description:
An attempt was made to use an amphirion deep pta balloon catheter in the pt's peroneal artery. Balloon was reported to have burst during the second inflation. No dissection of the vessel occurred. No further info was provided.